Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the machine did not switched from fluid to air when fluid air exchange was selected during vitrectomy surgery. The surgery completed on the same day by replacing the cassette. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Three unopened and two used 23 plus gauze 10k cycles per minute posterior paks were visually inspected. Upon visual inspection of the two used returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock(incorrect) and passed priming and iop (intraocular pressure) calibration successfully. However, during fax (fluid air exchange) mode, fluid (instead of air) continued to flow to the infusion cannula. Although the console recognized the cassette as a posterior type, the broken ID tab contributed improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. The third unused sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification(ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).